Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported in cts indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the cord had been cut off. The jaws were clean with no residual blood or tissue. The customer reported that during the gastroplasty procedure the device did not seal properly. The reported condition was not confirmed. The investigation found that the cord had been cut off so that functional testing could not be performed. The wires were stripped to check resistance measurements. The results indicated sufficient energy to make an adequate seal. Jaw force was acceptable. The investigation identified the root cause of the reported event to be undetermined. No trend has been identified for this failure mode. No corrective action is required. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: 06/06/2014. The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device did not seal properly during a gastroplasty procedure. There was no injury to the patient.